Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the administration set "broke or separated" in one area on the set during use on patients. There was no report of patient harm.